Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of sensing and high impedance. Exit block was noted at maximum amplitude. A chest x-ray revealed that the lead dislodged. The lead was explanted and replaced. The patient was in -good- condition after the procedure.